Event description:
Device malfunction: thumb advancer resistance. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during exchange sheath splitting, the thumb advancer could not be advanced to the completion arrow. The device was removed and a second starclose was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. A follow-up will be submitted with any relevant info.